Event description:
The dialysis center technical supervisor reported that a female pt was receiving hemodialysis in 2008 and using an exeltra dialyzer, when the pt began to complain of abdominal cramping. At this time, four minutes of therapy remained. The pt's blood pressure dropped to 74 (unk diastolic level). A hematocrit had been taken prior to the start of therapy, and reportedly was "one-half" the previous hematocrit level. The pt was transported to the hospital emergency department. The pt remains in the intensive care unit (ICU) in critical condition possibly due to hemolysis that reportedly occurred at the time of the event. The director of nursing indicated that the pt also was experiencing other significant medical issues. The pt was on a gambro dialysis machine and using gambro blood lines. The blood lines and dialyzer were discarded. However, the facility does have companion samples of the dialyzer available for return for evaluation. Gambro is scheduled to visit on three days later to evaluate the machine and the blood lines. A copy of the service report will be faxed to baxter per request. Reportedly, this machine was used on another pt on the following days of original date, without any adverse event. On the following month, the facility advised that the pt had expired on the day before. An autopsy is pending. No listed cause of death is known at this time. An on-site visit was offered to the facility.

Manufacturer narrative:
The actual sample was discarded. Companion samples of the same lot number are available and will be sent to the product analysis lab for evaluation. A follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available.